Event description:
It was reported when powering up programmer display has multiple colors and it took around six power ups to finally get to the select model screen. Status of the programmer is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.